Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Sections d4 and h4: information is unavailable. No product-specific information other than the brand name and manufacturing location was noted in the publication.

Event description:
It was noted from a publication, a 58-year-old female with acute coronary syndrome and cardiogenic shock had an impella device placed before performance of percutaneous coronary intervention to stabilize hemodynamics during the procedure. When the impella device was set at p-4, it was noted the device caused magnetic interference with the carto 3 system, resulting in an inability to acquire positional information and perform mapping. However, when the team dropped the p level to p-2, issue resolved, and the ablation procedure was completed. There was no report of adverse effects to the patient.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf and positioning issue could not be determined. Added-h6 med dev prob code 3009. Section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.